Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called to ask if the mega suturecut needle driver jaw was metal. One of the jaw tines broke and fell inside the patient. The customer was determining whether or not the piece would be visible in x-ray. The intuitive surgical, inc. (Isi) technical service engineer (tse) requested the customer return the damaged instrument and broken piece(s). The procedure was completed.

Manufacturer narrative:
Device evaluation: the mega suturecut needle driver instrument was received and failure analysis found the instrument to have a broken grip at the grip base. A piece approximately 0.173" x 0.059" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the mega suturecut needle driver instrument has been received a for failure analysis evaluation. The instrument was found to have a broken grip at the grip base. A piece measuring approximately 0.173" x 0.059" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage. Additional information: an x-ray was performed and nothing was found to be left inside the patient.

Event description:
Refer to h11 for follow-up information.